Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was deployed using the endoscopic ultrasound (eus) method. The proximal flange of the stent was fully deployed inside the scope channel. During the attempt to release the stent out from the scope, the proximal flange snagged in the "albarran lever" of the endoscope. The stent was removed along with the scope with the distal flange protruding from the end of the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.